Event description:
It was reported that there was possible loss of capture (loc) by this left ventricular (lv) lead. Technical services (ts) analyzed the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system and recommended in-clinic testing to confirm capture. No adverse patient effects were reported. Currently, this lead remains in service.